Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reported nano meter results of 126 mg/dl and 62 mg/dl, aviva result of 68 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested to be returned.